Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was admitted to the intensive care unit due to status epilepticus. The patient is scheduled to have their battery replaced. It was later reported that patient had prophylactic generator replacement surgery. Product return attempt will not be made, as listed facility is known to discard all explants. No other relevant information has been received to date.

Event description:
Physician later reported that the cause of status epilepticus is low vns battery. Based on the information gathered in this investigation, it is clear that there is no suspected device malfunction or suspicion of device issue. The device diagnostics are within normal limits. The allegation of the patient having an status epilepticus was based on the fact that the battery was low and thought to be sub optimally providing stimulation to the nerve. Since the patient¿s device is a m106 device and was found to be not pulse disabled, based on the design of the device, therapy will still be adequately delivered until pulse disablement. Also, the patient was referred for replacement of the generator indicating that the vns is desired and is not suspected to be worsening the seizures and the physician had noted to adjust settings indicating faith in the vns system. Therefore, this indicates clinical eos as the patient is exhibiting symptoms typically associated with eos prior to actual eos. Based on these facts, there is no evidence that the increase in seizures is caused by the device. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected impact code, initial report: inadvertently left out additional f08 coding for hospitalization. H6. Corrected type of investigation, initial report: inadvertently left out b18 coding.